Manufacturer narrative:
The pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump was also received with a critical pump error (open book image) alarm and the crest/thus download was unsuccessful. No blank display noted. Unable to generate power management graph and perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The pump was cut open to perform visual inspection and no loose electronic component noted. However, a corroded electronic assembly was found. No corrosion or moisture damage on the motor, vibrator and battery tube assembly. The original pcb2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcb2 was re-installed in a test pcb1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continue to download. The crest/thus download was unsuccessful. In conclusion, critical pump error (open book image) alarm due to corroded electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.